Manufacturer narrative:
Event took place in (B)(6). The data available is poor. The device has not yet been returned to manufacturer. As soon as further information becomes available a follow up report will be sent in. Device not yet sent back

Event description:
(B)(4). Summarizing translation of users narrative: filter of the kit cracked during analgesia after a while

Manufacturer narrative:
Event took place in (B)(6). File is considered as closed.

Event description:
Internal report number: (B)(4). Summarizing translation of users narrative: filter of the kit cracked during analgesia after a while, happened 5 times.